Event description:
It was reported that the craniotome device "came apart". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  The reporter was unable to determine the date of this event, but was able to confirm that the event did occur in 2013. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was in a seperated condition. Therefore, the reported condition was confirmed. Evidence suggests this was due to usage/wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).